Manufacturer narrative:
UDI: (B)(4). The reporter¿s complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure treating brain tumors, it was observed that while the user was making the second hole on the bone fragment, the cutter device broke off measuring approximately seven millimeters (7mm) from the tip. It was further reported that at the time of capping, an attempt was made to make a hole in the bone fragment that had been removed in advance, and when the second hole was made, a dull sound was heard, and the tip broke about 7 mm. It was reported that the broken tip was found to have fallen to the floor. It was reported that there were no fragments left in the patient¿s body. There was a five-minute delay to the surgical procedure. It was not reported if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Complaint history review: a complaint review indicates that there were no complaints found against the reported lot number. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. The external features of the cutter device were visually inspected, and it was observed that the tip of the cutter was broken. The cutter was examined using 28x magnification. Based on the photographs taken, the angle indicated that there was excessive force applied. It was determined that the root cause of the broken cutter was due to excessive lateral or side to side force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.